Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. The outcome of this event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis is unknown. Should additional relevant information become available, a supplemental report will be submitted.